Event description:
This customer reported that the device had a persistent opcheck failure with redx. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.